Event description:
Sorin group received a report that air was entrained into the vanguard through the hydrophobic valve during priming. There was no patient involvement.

Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the vanguard. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.